Manufacturer narrative:
Submit date: 10/29/2008. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008, that a customer had an issue with a dialysis catheter. The customer states that the catheter had to be exchanged due to poor tissue growth.